Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported the actual residual volume was greater than the expected residual volume. On (B)(6) 2014 expected 3.7ml and actual 9ml, (B)(6) 2014 expected 3.7ml and actual 8.5ml, (B)(6) 2014 expected 3.7ml and actual 8ml, (B)(6) 2014 expected 3.7ml and actual 8.5ml, 8/22/13 expected 9.9ml and actual 12.2ml 8/1/13 expected 11.2ml and actual 14ml 7/11/13 expected 8ml and actual 11ml and 6/13/13 expected 3.7ml and actual 9ml, the patient had been having increased spasticity since the pump was replaced. Per the hcp every time the patient comes in they complain of spasticity. X-rays have been performed and no issues noted. The dose has been increasing constantly since the pump was replaced and they have backed down the dosing since then, they were increasing the patient every 3 weeks. The pump was used to deliver gablofen. Additional information later reported the hcp believed there was a catheter issue. The patient had not been getting effective therapy since the new pump was implanted. A dye study was performed (B)(6) 2014 and the hcp injected 5cc¿s of dye after aspirating 2cc¿s from the catheter access port. They then aspirated 5 cc's and they said they aspirated the 5 cc's they had injected. The solution was clear, where the original 2 cc's of fluid aspirated from the cap was yellow tinted. The reporter wanted to know if you could see the dye in the catheter when it had been injected. A roller study was performed and no issues were noted. Additional information later reported some volume discrepancy- not significant. A dye study was done, indeterminate tube patency, contrast was injected but did not appear within the tube. An MRI was negative, pump ok. The patient was on high dose. The patient was referred to neurosurgery for further evaluation. Per the hcp the patient doing well, does not need to ¿recover¿, has spasticity, symptoms/issue ongoing. Spasticity worse with transfers. It was also noted the primary concern was patient¿s increase complaints of increased spasticity since pump replacement a year ago. Some volume discrepancy which had increased slightly over the past year.